Manufacturer narrative:
The following other devices were also listed in this report: size 6 accolade ii 127 deg; cat# 6721-0635; lot# 47248002;28mm std v40 taper vit head; cat# 6260-5-128; lot# 39192401.it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had infected hip. Doctor explanted hip and placed cement spacer in left hip.

Manufacturer narrative:
An event regarding revision of an accolade ii bipolar hip construct due to infection was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: the event could not be confirmed nor the root cause of the reported infection determined due to the minimal information received. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The d-m 2.0mm beaded cable set vit 0; cat# 6704-0-520; lot# 47134303 was also added to this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
Patient had infected hip. Doctor explanted hip and placed cement spacer in left hip.